Event description:
It was reported that the surgeon was having trouble with the handpiece. It was noticed broken while being used during a case. Customer wanted the device sent in to be repaired. No other information provided. Repair findings from integra (B)(4) service center on (B)(4) 2014 revealed that the handpiece was "overtorqued - cut cable assembly, damaged housing and transducer". Additional information was requested and on september 25, 2014, the following was received from the customer (spd manager): date of incident (B)(6) 2014. The customer was unsure at what point it was identified that the cusa failed to work; if it failed to function during surgery or before the actual surgery, if the cusa was being tested before it was used. There was a replacement product available to be used. There was surgery delay (unsure of how long was the delay). No event report was brought to the customer's attention due to the surgical delay. Additional information was received from the sales representative on september 25, 2014 with the following: the product problem occurred during surgery. It was not working, not suctioning. There was no patient injury. The procedure was a craniotomy for tumor removal. Patient age and gender unknown. Another handpiece was used as a replacement.

Manufacturer narrative:
To date, the device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported information.